Manufacturer narrative:
Corrected data: upon further review it was noted that aware date initially reported was incorrect. Correct aware date was apr 18, 2023. Also, report type initially reported in section b1 and section h1 was incorrect and the report should have been filed as a malfunction report as there was no harm reported to the patient. This report is being submitted to correct the following fields: section b1:report type: malfunction. Section h1: type of reportable event: malfunction. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the complaint lens was received for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut in half and with a haptic detached. The lens was cleaned and, lens damage near the cut was identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation no product deficiency or product malfunction could be identified. Attempts have been made to obtain missing information; however, to date, the definite information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tear or divot was noticed in the posterior surface of the central optic of an intraocular lens (iol). There was patient contact. Incision was enlarged for lens removal and sutures were placed. Another lens with the same model and diopter was implanted in the patient's right eye. No other information was provided.